Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.

Event description:
It was reported that during revision surgery for a loose baseplate of a prior tornier rsa construct, the surgeon attempted implantation of a zimmer biomet vrs device. The vrs implant disassociated from the bone intraoperatively, and the procedure was completed with implantation of a revive hemiarthroplasty component.

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If more information is provided, the case will be reassessed.

Event description:
It was reported that during revision surgery for a loose baseplate of a prior tornier rsa construct, the surgeon attempted implantation of a zimmer biomet vrs device. The vrs implant disassociated from the bone intraoperatively, and the procedure was completed with implantation of a revive hemiarthroplasty component.